Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented to the clinic after having multiple episodes of inappropriate mode switch via merlin.net. Review of the egm showed far-r wave oversensing. Programming changes were made.